Manufacturer narrative:
Additional product code: hrx. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: criterion tool & die manufactured the drive shaft for use with reaming irrigation aspirator (ria). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. No material review reports or non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reaming irrigation aspirator (ria) shaft broke during the procedure. When the clip came off, it separated and one half hit the floor. The connector clip came off and was separating from the drill with each pass. This caused the end of the shaft to repeatedly bottom out. There was a ten minute delay in the procedure. The broken pieces were easily retrieved and the procedure was completed successfully; the patient status/outcome is reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the drive shaft is broken at the hex tip that interfaces with the reamer head. The broken off fragment was not returned. The reamer-irrigator-aspirator (ria) system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm(std. Drill speed)be used. The technique recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. The use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. Drawings were reviewed and determined to be suitable for the intended design and application. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.